Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was located in the left upper lobe, 2 centimeters from the pleura. The procedure was not completed as planned due to poor radial endobronchial ultrasound (rebus) signals. A chest x-ray was performed post-procedure and detected a 25-30% pneumothorax and a chest tube was placed to resolve it. The patient was asymptomatic. The pneumothorax resolved 3 days later, the chest tube was removed, and the patient was sent home. The physician reported that the cause of the pneumothorax was unknown; however, there was no device malfunction associated with the event.

Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event.